Event description:
The customer reported the device showed system reports of power fault errors. There was no patient involvement. A philips authorized service personnel (asp) was dispatched to the customer site. The reported issue was confirmed by the asp. The customer declined any repairs from the asp and only inquired about why the issue occurred.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device showed a system reports error of power fault. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.